Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Patient reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6) 2021 with lot number 2451452. Visual analysis of the returned device identified, flat creases, wear abrasion, curved opening, observed void 1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified, a curved sharp opening on plug strap bond edge assessed, as unidentified (tear) opening. (A dimension measurement in the shell was performed which identify, the thickness within specification). The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening assessed, as unidentified (tear) opening.

Event description:
Device has been explanted.